Event description:
It was reported that patients implantable pulse generator (ipg) would not hold a charge. The patient underwent ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.